Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a left lower lobectomy, the device fired properly on the first firing. After the second firing the jaws would not open. The release button was pressed and the device was worked off the tissue and released, without tissue damage. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(6).